Manufacturer narrative:
Product ID: 5086mri45 lead implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post implant, the patient presented to the emergency room with complete heart block due to a right ventricular (rv) lead dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.